Event description:
Additional information received noted that the product did not give an error message and was not implanted. The representative tried to remove the device from the or room to see if it would link up outside of the or but it did not.

Manufacturer narrative:
Product ID, 8840 lot# serial# implanted: explanted: product typ programmer, physician. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they interrogated the device before surgery it would not link up with the 8840 programmer; it kept giving an error message. The product was not implanted. If additional information is received, a follow up report will be sent.